Event description:
It was reported telemetry confirmed a critical alarm occurred due to a motor stall. The patient presented to the emergency room because the patient¿s family heard the pump beeping. The patient was given 10 mg of oral baclofen and there was no report of symptom change. The pump logs showed that the motor stalled at 02:43 on (B)(6) 2014. The patient was at home at that time and did not have an MRI (magnetic resonance imaging). On (B)(6) 2014, at the time of the motor stall, the patient had experienced more spasticity. Per the physician, the patient did not show any signs of withdrawal and was going to be provided with oral baclofen. The pump had been programmed to minimum rate. The physician was going to re-program the pump back to normal infusion mode. On (B)(6) 2014 at 17:17 a motor stall recovery occurred and was noted in the logs. The patient was treated with 20 mg of oral baclofen. The pump reservoir volume was 11 ml. A motor stall occurred on approximately 12/03/2014 and was unknown if it recovered. The cause of the stall was unknown. The patient was hospitalized, and the pump was explanted and replaced. The patient status was ¿alive ¿ no injury.¿ the pump was delivering lioresal.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies of corrosion and-or wear and-or lubrication, and stall due to shaft-be aring.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was sent back. The event logs indicated the second motor stall occurred on (B)(6) 2014 at 16:05, reached tube set on (B)(6) 2014 at 16:05, and recovered on (B)(6) 2014 at 13:26. The cause of the motor stall and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information received reported it was unknown if there was a tube set message after the stall. It was not indicated which motor stall this was referring to. The patient had an appointment to check the pump on (B)(6) 2014 after the motor stall on (B)(6) 2014. The cause of the motor stall was unknown. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.